Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead and the loss of capture on the right ventricular (rv) lead. No intervention was performed on the ra lead and programming changes were made on the rv lead. The patient was discharged with no reports of adverse consequences.